Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional carotid stenting procedure. Reportedly, the starclose se clip was deployed, but hemostasis was not achieved. A hematoma was observed. Ballooning was performed. A surgical cut down was performed to treat the hematoma and hemostasis was achieved with surgical suturing. There was a 30 minute delay in the procedure due to the surgery. No additional information was provided.